Event description:
F/u info provided by the hospital indicated that the catheter revision was necessary because the pt was "unresponsive from dose" of baclofen, and that the catheter was "sheared". It is unk whether the entire catheter was replaced, or whether a portion of the catheter remains in the pt's intrathecal space.